Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. While investigating the logs as a precaution, there were numerous connections and disconnections of ac power observed from the reported complaint date. The reported exposed wires on the power cord could not be confirmed. There is no evidence of any damage to the power cord and the aic charges as normal. The root cause of this issue was likely use related. E4 should have been left blank on manufacturer device report 1220648-2024-19048.

Event description:
The complainant reported that during impella 5.5 support for 63-year-old male patient, the wires of the automated impella controller (aic) power cord had become exposed. The aic was therefore successfully switched. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.